Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) coil on the rv lead had high/undefined impedance. The lead was noted to have an in range measurement at the time of the remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow up that the out of range impedance values occurred during the implant procedure. Therefore, the lead remains in use and no intervention was required.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range on the date of implant. If information is provided in the future, a supplemental report will be issued.